Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use in the patient's common femoral arteriotomy following a percutaneous transluminal angioplasty. A pre-deployment angiogram was performed. The procedure went without a problem and the pt was mobilized after two hours and was discharged to home. Three days following the procedure, the pt presented back to the hospital with a cold and painful leg. An ultrasound revealed thrombus at the location of the angio-seal and around the trifurcation. The pt received urokinase for one day and was reported to be fine following treatment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history records was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.